Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels as low as 40 (mg/dl). Reportedly, the customer believed that the low bg levels were caused by excessive exercise. With the assistance of their significant other, customer consumed juice and glucose tablets to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.